Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 200 mg/dl. Customer replaced device with a new battery and the buttons still do not work. Customer advised they are unable to clear the battery out limit alarm because the keys are unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised the device was in their pocket and the buttons may have been pushed while they were squatting. The customer was advised that the device would need to be replaced. Customer advised they have another device and currently they are out of town doing work.